Event description:
It was reported that when the arctic sun temperature cable was exchanged and installed, it failed to pass the flow confirmation test for calibration checks. Per follow up information received via email on 21nov2022, this complaint occurred at the test, so the issue was not resolved. The date of event occurred was (B)(6) 2022.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed pump from the maintenance kit. The device was evaluated upon receipt. The pump maintenance kit failed. Discarded pump maintenance kit. The serial number was unknown; therefore, the device history record could not be reviewed. The labeling review was not performed since the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.